Event description:
Pt reports they have worn this lens type successfully on a 30-day continuous wear basis for greater than 2 years. The pt reports experiencing irritation after spending the afternoon on the seaside. At this time the pt had been wearing the lenses for 2 weeks and states they did not go underwater. Two days later the pt went to the hosp and was allegedly informed that the cornea was perforated and was diagnosed with a corneal ulcer. The pt reports that at a follow up visit, the optician noted a corneal scar. A medical professional has not confirmed the reported event. Repeated attempts to contact the pt have been unsuccessful.